Event description:
During a clinic follow-up, episodes of noise resulting in oversensing, automatic mode switch, and high pacing impedance were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.